Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® c&s transfer straw kit had an open package which broke sterility. The following information was provided by the initial reporter: "it was reported that there was a hole on the top of the packaging. The customer stated that they had 7 boxes they could not use because there was a hole on the top of the packaging. Date of event: it was identified about a week ago. Samples and photos are available. Please send 2 cases of replacements of a different lot number".

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for open package with the incident lot was observed. Evaluation of the customer samples was performed and open package was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® c&s transfer straw kit had an open package which broke sterility. The following information was provided by the initial reporter: "it was reported that there was a hole on the top of the packaging. The customer stated that they had 7 boxes they could not use because there was a hole on the top of the packaging. Date of event: it was identified about a week ago. Samples and photos are available please send 2 cases of replacements of a different lot number".